Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded intraocular lens (iol) the physician discovered that the lens was inverted inside the patient's eye. The physician repositioned the lens to the correct side and completed the surgery. Through follow-up, we learned that no additional interventions were performed. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: september 3, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced with viscoelastic residue observed to be evenly distributed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. Viscoelastic residue was observed in and below the lens module. No lens was received for evaluation. No further evaluation was performed. The complaint issue "delivery issue" could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.